Manufacturer narrative:
Reliability analysis evaluated (B)(4) random sealed reservoirs. Analysis inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoirs and connector into an insulin pump. Performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion was reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 446 mg/dl at the time of incident. The customer's blood glucose was 89 mg/dl at the time of call. The customer stated that they could not push the insulin. The reservoir will be returned for analysis.